Event description:
It was reported that following implant, the implantable cardioverter defibrillator's (ICD) longevity and charge time was normal when interrogated by a programmer. Following implant, the battery capacity was found to have decreased to 50%. The longevity of the ICD decreased to 4.8yrs after interrogation on (B)(6) 2024. The lifetime capacitor maintenance only had 4 times the high voltage charge. No issues were observed with the programmer's use with other devices. The ICD was being continuously monitored. The patient was stable.

Manufacturer narrative:
The event of premature battery depletion was confirmed. Based on the information provided, it was determined that the premature depletion was due to the unexpected high current. The root cause of the high current was unable to be determined.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable before, during, and after the explant procedure.

Manufacturer narrative:
The event of premature battery depletion was confirmed. Based on the information provided, it was determined that the premature depletion was due to the unexpected high current. The root cause of the high current was unable to be determined. The device was received at elective replacement level with normal output and telemetry communication. Analysis of the device image revealed high current drain, which led to the field event. Electrical testing indicated an anomaly in the hybrid integrated circuit that caused the high current drain and premature battery depletion. Normal current was restored after power cycling the hybrid, and the condition could not be reproduced.